Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4).the dentist reported that the dental implant was removed of the patient¿s mouth 1 year and 3 months after its installation surgery because the patient was presenting a cronical infection in the region.